Manufacturer narrative:
Failure was clarified to be a head of the bed drift issue. Technician adjusted the CPR pedal as it was leaking fluid making the head section drift down to resolve this issue.

Event description:
Info received that the hydraulics were not working on head section of the bed.